Event description:
The manufacturer recieved information alleging that the device did not meet the acceptance criteria of evaluation process for errors 193 and 290. During the evaluation of the device at the manufacturer's service center, a 193 code "internal li-ion battery permanent failure." Was found in the ventilator's downloaded error log. The device was scrapped.